Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07559. It was reported the patient's lead had low impedances with 3a having below 200 ohms. Surgical intervention was undertaken wherein the extension was explanted and replaced to address the issue.